Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The non-conforming footswitch, lithium battery, and hard drive were replaced to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming footswitch, lithium battery, and hard drive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system shut down during a procedure. There was no error message displayed. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the procedure was completed with another system. There was no clinical consequence.